Event description:
It was reported that during a laparoscopic oophorectomy procedure, the balloon burst. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did any piece fall into the patient? N/a. If so, was it retrieved? N/a. Did the issue occur pre-operative or intra-operative? Pre-operative. Was this the initial use of the device? Yes. How long has the surgeon been using this device? No information. What other devices were used in conjunction with the device? No information. Was the sales rep present during the event? No.

Manufacturer narrative:
(B)(4). The device returned had a cut in the balloon. The balloon can be easily compromised if it comes in contact with a sharp object or packaging material. A batch record review was performed and no anomalies were found during the manufacturing process.